Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed an infection at the impella insertion site. The patient developed fever and redness was observed around the insertion site. The patient was administered antibiotics. No further information was provided.